Event description:
It was reported that during a da vinci s hysterectomy procedure, while mobilizing the patient's 975g uterus from side to side, the tenaculum forceps instrument broke and 7 or 8 small shreds of black plastic from the instruments sheath fell into the patient's abdomen. The broken pieces were retrieved laparoscopically and the planned procedure was completed vaginally. It was also reported that the instrument had only been in use for 30 minutes prior to the breakage and that a instrument wire used to control the movement had also broke. The surgeon indicated that the instrument broke due of the excess size of the patients uterus. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the information provided by the initial reporter, the broken instrument pieces were successfully retrieved from the patient.